Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2016 due to suspected malfunction.

Manufacturer narrative:
(B)(4)

Event description:
New information received notes that high capture threshold and high impedance were observed.